Manufacturer narrative:
The calibration information provided by the customer did not indicate a general instrument issue. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer obtained a questionable low sodium result for one patient sample using the ise indirect na, k, ci for gen.2 assay on the cobas 6000 c (501) module. All results are in units of mmol/l, and all were released outside the laboratory. The initial result was 116. The repeat result on another module of the same analyzer was 142. There was no allegation that an adverse event occurred. The sodium electrode lot number is y33; the expiration date was not provided. Qc was acceptable on the date of the event. The electrodes were recently replaced "around the second week of may." Investigation activities are ongoing.